Event description:
It was reported that the patient with an implanted inflatable penile prosthesis (ipp) experienced an infection. The pump was operated according to standard usage; however, the cylinder consistently did not achieve an erectile state, and the reservoir could not be filled with fluid upon inspection. It was determined that the pump was not functioning properly, and fluid loss was observed. As a result, the ipp was explanted. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4: concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4).

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with an implanted inflatable penile prosthesis (ipp) experienced an infection. The pump was operated according to standard usage; however, the cylinder consistently did not achieve an erectile state, and the reservoir could not be filled with fluid upon inspection. It was determined that the pump was not functioning properly, and fluid loss was observed. As a result, the ipp was explanted. No further patient complications were reported.